Event description:
The customer reported that while the unit was in use on a pt, the unit experienced interference on the ECG, pressure, and reference line waveforms. The pt was switched to another unit and therapy was continued. No pt injury was reported.